Event description:
It was reported that pump experienced recurring malfunction alarms without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump and later called back for help, and technical support assisted with resuming sensor use, reloading cartridge, and restarting insulin delivery; customer was instructed on using backup therapy if needed, setting pump to storage mode, returning malfunctioning pump within 10 days, and setting up and connecting replacement pump, and a replacement pump was sent.